Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting post paced t-wave oversensing. No changes or intervention was reported. The patient was in stable condition.